Event description:
On december 1st, 2020, the user contacted dario to report elevated blood glucose (bg) readings. Prior to contacting dario, the user reported receiving a high bg reading of over 500 mg/dl. Due to this elevated reading, the user went to the doctor, where his bg level was tested with the doctor's meter and read 164 mg/dl. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.